Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm noted during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a keypad anomaly. Customer's blood glucose reading was 400 mg/dl and treated with the insulin pump. Customer did not recall any significant events leading to the problem. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.